Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while slitting the delivery catheter. The lv lead was explanted and not replaced. No patient complications have been reported as a result of this event.